Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt did not wear a mask while performing pd therapy and subsequently experienced peritonitis manifested by abdominal pain, abdominal cramping, abdominal swelling and cloudy effluent. On the same day as onset, the pt began treatment with unknown antibiotic, ip (intraperitoneally) for peritonitis. One day later, the pt began treatment with cipro (ciprofloxacin) twice a day, orally for the peritonitis. At the time of this report treatment with cipro was ongoing. On an unreported date, the pt was retrained in proper aseptic technique for performing pd therapy. At the time of this report, the peritonitis was ongoing and improved. At the time of this report, dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.